Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements greater than 200 ohms. An x-ray showed no damage to the lead body. A revision procedure was performed and the right ventricular (rv) lead was removed from service and replaced. No adverse patient effects were reported.